Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed there were nicks, gouges and yellow color discoloration on the superior side of the tibial component and there was foreign material of brown color with no pmma coating visible on the inferior side of the tibial component. Articular surface has some nicks and gouges on the condylar surface and no major damage on the inferior side. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. Review of the x-ray by the radiologist indicates that the provided images are poor quality. The left tka appears normally aligned and no periprosthetic lucency can be confirmed. Bone mineralization appears within normal limits. The hardware appears intact. The right knee appears unremarkable. No obvious abnormality observed on the image provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen limb preservation system femoral, cat#: 00596001531 lot#: 60134279, nexgen all polyethylene patella, cat#: 00597206532 lot#: 60161281, nexgen articular surface, cat#: 00596403212 lot#: 60158272. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06793, 0001822565-2017-06794, 0002648920-2017-00621.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.